Event description:
Consumer complaint of e-5 error; test strip error. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test unable to be performed during call ((B)(6) 2015; 01:29 pm) since e-5 obtained instantly upon test strip insertion. Test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is december 2014. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Qc investigation of returned test strips produced "lo" due to observed black chemistry of returned test strips. Black chemistry observed due to improper storage; improper humidity and user error caused or contributed to event.